Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented for an in-person consultation due to feeling generally unwell. Technical services (ts) was consulted to evaluate possible undersensing and overpacing on this lead. Upon case review, ts confirmed the presence of noisy signals and intermittent undersensing. Ts indicated that evaluation of timing cycles was difficult due to intermittent switch between tachycardia and bradycardia modes. Ts recommended device reprogramming, and a lead revision was discussed. No additional adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.